Manufacturer narrative:
Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for ratcheting handle. Replacement ratcheting handle shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that the silver cap of a ratcheting handle had broken off of a site's device. The broken ratcheting handle was in their instrument box when the damage was discovered. No further details regarding the damage, or how it occurred or where in the procedure, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacture date now provided.